Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The moderately tortuous lesion was located in the abdominal aorta. An unknown stent was implanted to treat an aneurysm and the (B)(4) equalizer balloon catheter was then advanced for post-dilatation. During the first inflation, the equalizer balloon ruptured after being inflated to 27mm. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.